Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation. The customer reported that the battery had dim leds and failed. In this state the battery fails to power up the device. There was no report of pt impact.

Event description:
The customer reported that the battery had dim leds and failed. In this state the battery fails to power up the device. There was no report of pt impact.